Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and cosmetic damage. The customer¿s blood glucose was 113 mg/dl at the time of incident. Customer stated that the insulin pump act button does not respond. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The customer mention reservoir lip is cracked and does not lock into place. The insulin pump is being replaced and is expected to return for analysis.